Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported a patient with diffuse lamellar keratitis (dlk) one day post lasik procedure. Reporter indicated the topical steroid eye drop dosage was increased. Upon follow up, reporter indicated the reported dlk has resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4)